Event description:
It was reported that recently, the hcp had been noticing loss of setscrew integrity of the lead end cap during stage 2 when he removed the boot. No device or patient specifics were available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure.